Event description:
This medwatch is being filed due to complaints being received related to the overestimation of wbc counts in pts with sickle cell disease that were not invalidated (as indicated by the symbol *). Although rare, the wbc count in pts with sickle cell disease can be overestimated by more than 2 times the actual value. Lyse-resistant sickle cell rbc may be counted as lymphocytes altering the differential and increasing the wbc count. Falsely increased wbc values may occur with wbc counts of any level in sickle cell pts. In most of the cases, a lyse-resistant rbc (rstrbc) flag or lymph morphology (varlym) is also present. A customer letter was issued and reported under 21 cfr 806 to the san francisco FDA district office on 8/29/2006. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is a final report. An investigation is in process.